Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the attempted left ventricular (lv) lead exhibited high pacing thresholds and was not effectively pacing in multiple target vessels. The lead was removed and the replacement was implanted in the his bundle. No patient complications have been reported as a result of this event.